Event description:
The customer stated the rubella calibration failed with error code 1111; m-cal 1 check too high, rubella g, on the axsym analyzer. The customer stated she would try another lot of calibrator. The abbott customer technical advocate asked the customer to change both of the probes. After performing the recommended actions, the calibration passed. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.